Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: we are requesting the required information, as soon as we have the answers, we will send them to you regarding the recovery of the input, it was discarded and it is impossible for us to return the medical device. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information, but to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of devices that were observed to have needle detachment from suture during this single procedure? What was done to retrieve the needle? For example, another incision, second surgery? Was there any additional tissue damage as a result of searching for the needle? Was additional dissection required in other organs/tissues other than the target tissue? Were there any patient consequences? How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. Patient demographics (initials starting with last name, age, gender). Was another medical intervention required due to the problem presented with the device? (Eg, x-rays, additional procedures, additional clinical treatment, additional medications, additional review). Was there damage to the patient due to the problem presented with the device? (No; yes and describe in detail for example death, permanent deficiency of a bodily function, permanent damage to a bodily structure, prolonged hospitalization, bleeding requiring transfusion, physical injury, etc.). In the physician¿s opinion, could delay of the procedure have contributed to a death or a serious injury to the patient? If yes, please provide details. Did the patient require extended hospitalization due to a medical condition caused by procedure delay? If yes, please provide details. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Initials of the surgeon who operated the medical device (starting with last name).

Event description:
It was reported that a patient underwent a fundoplication with inguinal plasty procedure on (B)(6) 2021 and suture was used in a patient with a perforated hernia. During the placement of the suture, the needle is inserted and falls into the patient's cavity, so the surgery is prolonged to locate and extract the broken piece. There were no adverse patient consequences reported. Additional information was requested.